Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported no keypad tone and very low audio will not adjust which was observed during evaluation. The cause was determined to be a damaged rear case which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a no keypad tone and very low audio will not adjust very low audio will not adjust. There was no known patient injury or medical intervention associated with this event. No additional information is available.